Event description:
Baxter japan reported that the spike of a transfer set was broken. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 23, 2007.

Manufacturer narrative:
Evaluation summary: the reported event (broken spike) was not confirmed during evaluation. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative measures as appropriate.